Manufacturer narrative:
The report of "balloon would not deflate" was confirmed. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the proximal bushing and windings have slipped distally on the catheter tip. There are no missing components although the proximal windings have been damaged (separated). This condition may account for the balloon not deflating during use by trapping the inflation media inside. This condition may occur if the maximum pull force, per the IFU, has been exceeded. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).

Event description:
It was reported that during use, the balloon would not deflate on this fogarty catheter. The practitioner was able to pull it through the sheath, but the balloon remained slightly inflated. No complaints of patient injury. Patient demographics requested but not obtained.